Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jan-2023. H6: investigation summary the customer reported that the filter broke, and returned one used sample. The sample snapped at the tubing and filter connection and the complaint is verified. The root cause for the tubing fracture is unknown. Device history record review for model 20127e lot number 21059770 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd smartsite¿ extension set 1.2 micron filter 1 smartsite¿ needle-free valve(s) the filter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: one of the pieces of the filter broke off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set 1.2 micron filter 1 smartsite¿ needle-free valve(s) the filter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: one of the pieces of the filter broke off.